Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during device change out due to normal eri. Externalized conductors were not observed under fluoroscopy. The physician elected to explant the lead due to subject to advisory. After lead was laser removed, insulation abrasion was noted. No electrical anomalies were detected. The patient was stable throughout and following the procedure.